Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high pacing lead impedances were observed. Patient received an alert for high, out of range impedance. Tests were recommended to determine whether the lead or device was responsible. Patient will be brought in for lead testing. Lead will be monitored and checked at next clinic visit.